Event description:
It was reported that the patient's implanted device triggered a red call doctor icon on the patient's home communicator. The patient required a communicator replacement (reason not stated) and was advised to follow-up with their physician regarding the red alert. Despite attempts to do so, it was not possible to obtain this patient's implanted device information. No adverse patient effects were reported.